Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient is experiencing suspected infection. As a result, surgical intervention was taken place on (B)(6) 2023 wherein the entire system was explanted to address the issue. The patient is administered IV antibiotics to address the issue.

Manufacturer narrative:
The date of event is estimated.